Event description:
When the package was opened, the physician noticed a crack on the hub of the slalom thrill 5x2 40cm 3.7f. The crack was on the balloon lumen side. The product was not clinically used, but another slalom thrill (same catalog number and lot unk) was used for the procedure. The procedure was successfully completed.

Manufacturer narrative:
The exterior box or interior package was undamaged. The product was stored according to (IFU) instruction for use guidelines, but please note that the complaint product was not "prep" because the problem was noticed as soon as the product was taken out of the package, and so it was not used. The syringe was not over tightening on the hub, causing the hub to break, because the hub was found cracked when the package was opened. No further info was available. The product is available for evaluation and testing; however, the analysis has not been completed. Additional info will be submitted within 30 days of receipt.